Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press. The insulin pump was not damaged or exposed to moisture. The customer's blood glucose was 43 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.